Event description:
Caller reported that customer (his son) was unable to test due to not receiving replacement ketone test strips and meter, stating that only the test strips for testing blood glucose level were received. Caller further reported that customer experienced unspecified symptoms and self-treated with unknown amount of insulin and water. Customer was transported to a local health care facility, was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and administered intravenous infusion of unknown type. Caller also stated that customer received glucose; however this is inconsistent with diagnosis of hyperglycemia and dka. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. Please note: customer's date of birth is unknonwn, it is known that customer was (B)(6) when this event was reported to adc.